Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed off no power. Troubleshooting was performed. Customer's blood glucose was 6.2mmol/l at the time of incident. It was reported that the insulin pump did not receive a low battery prior to replace battery now alarm. It was reported that the battery was not previously used, the pump was not dropped/bumped and that there were no unattended alarms. It was reported that the battery cap was not damaged and that this was the third occurrence of the alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No off no power anomaly and no excessive no delivery alarm noted during test. Device was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.